Event description:
While doing knee arthroscopy, surgeon felt that the arthroscopy pump's sensor was not working appropriately with the system delivering too much fluid. Use of the system was discontinued. After procedure, surgeon felt that the operative thigh was larger than unoperative by approximately 1 inch, indicating fluid leaking into the thigh via capsular tear/rupture.